Event description:
It was reported that prior to a gastrectomy procedure, the device was impossible to fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4).